Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and had perforated. The patient reported of chest discomfort and occasional stimulation. A chest x-ray was performed and confirmed the perforation. Subsequently, the rv lead was explanted and replaced successfully. No additional adverse patient effects were not reported.